Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. Patient condition is unknown. Covidien troubleshot this issue with the customer over the phone. Covidien suggested the analog interface or the power supply be replaced. Covidien was not authorized to service the device, therefore, the root cause of the alleged malfunction cannot be verified.

Manufacturer narrative:
Multiple attempts have been made to try to obtain additional information but no response received from the customer. A follow up report will be submitted when new information becomes available.